Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/07/2024, it was reported by a sales representative via (B)(4) that an ar-4550bc implant system malfunctioned when passing the suture with knee scorpion through the meniscus the suture would not capture on the trap door. This occurred during a meniscal repair where they tried to fire the scorpion outside of the patient and the needle tip broke off.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was provided on 06/11/2024 where the sales representative stated that the device broke outside the patient. The last piece was lost in the draping. The case continued using a fiberstich.

Manufacturer narrative:
Complaint allegation is confirmed. One (1) unpackaged, unk (part of implant system, ar-4550bc, batch 15106331), scorpion needle, batch unk, was received for evaluation. Visual inspection noted the needle was broken at the distal end. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.